Event description:
A report was received that the patient lost stimulation as the ipg was non-functional. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patient lost stimulation as the ipg was non-functional. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1140 (sn (B)(4)). Device evaluation indicated that the device passed all tests performed. The non-rechargeable ipg had reached the end of service life and suspended its operation as its battery level is below 2.65 volts. The device was in service for about 189 days with energy use indexes (eui 51.1, 98.9, and 100 ). The patients primary program had an estimated longevity of about 2 months. The patients high power setting was the root cause of the rapid battery depletion. The internal inspection confirmed sleep current rate and high voltage impedance were in the expected ranges. The device passed the functional test and revealed no anomalies.